Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 25021, was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. Verification of the smart chip showed the catheter was used for 12 injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. The dissection test showed a guide wire lumen kink 1.28 inches from the tip of the catheter. In conclusion, the guide wire lumen kink was confirmed through testing. The balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the distal tip of the balloon catheter was bent. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.